Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during priming, the centrifugal pump impeller broke away from the base. The user facility reported that the pump was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device and visual inspection confirmed that the impeller broke away from the base on the centrifugal pump. The fracture type and location suggests the unit was subjected to excessive shock. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).